Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient stated that they disconnected to go to the kitchen and did not close the clamp or stop the homechoice. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain three of four in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative explained the alarm to the home patient. The home patient stated that they disconnected to go to the kitchen and did not close the clamp or stop the homechoice. The technical service representative explained that the homechoice will end the therapy. The technical service representative assisted with ending therapy. The technical service representative reviewed proper procedures with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.